Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after deploying the clip, bleeding continued and the device could not be removed. A dilator was inserted into the access ports, the safety release was activated, and an assertive pull released the device from the tissue tract. Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.